Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thus software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and broken battery tube threads. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found isolated to the battery tube. Blank display was not confirmed during testing due to broken battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced fissure on the insulin pump at the external side of the battery compartment. The customer reported no adverse event. The event involved product mmt-1781k. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1781k and the product was returned for analysis.